Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Review of manufacturer's database indicated the patient had a device implant and died approximately three months later. The cause of death has been requested and not received.